Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touch screen was cracked. Subsequently, the customer was unable to load cartridges unto the pump and a cartridge change error occurred. There was no adverse impact to customer¿s blood glucose level. Customer reverted to manual injections for insulin therapy.